Manufacturer narrative:
(B)(4). Additional information: the rep was told the seal of the packaging was not intact and sterility was assumed to be compromised.

Event description:
It was reported that when preparing for a laparoscopic sleeve gastrectomy procedure, the seal of the packaging material was not fully intact and there was concern that sterility was compromised. Another like device was used for the procedure. There was no patient involvement and no adverse consequences.